Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements. The patient was reported to also have a concomitant transvenous system implanted as well. X-ray imaging was provided for review. Testing of the system was able to reproduce oversensing and changes in morphology. The s-ICD system was reprogrammed and remains in service. No adverse patient effects were reported.